Manufacturer narrative:
Information references the main component of the system.

Event description:
A patient reported a loss or change in therapy. They stated they had a sudden loss of bladder function every 45 minutes on (B)(6) 2016. The patient stated they did not get the urge, then stated they felt like they had to go to the bathroom and would stand up and it would "let loose". The patient felt stimulation and was at 3.0v and felt it in the correct area. They increased stimulation on program 3 to 3.4v. They also reported symptoms flu like, and chills. It was recommended that if the problem does not resolve, to follow up with their healthcare provider (hcp). The implantable neurostimulator was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.